Event description:
It was reported that during a procedure of bariatric bypass, when trying to insert the blue reload into the stapler it was noticed that the reload was disassembled. Replacement of the product was performed to continue the procedure. There was no delay in the procedure and no damage to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. D4: batch # 10426537. No device returning . Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024. Photo analysis: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the photos show an apparently unfired blue reload with the reload pan partially disengaged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.